Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, removal difficulty occurred. The target lesion was located in an unspecified vessel. A non-bsc guide catheter was used and as the taxus express2 3.0 x 28 mm drug eluting stent was advanced through the guide catheter, one of the stent struts caught on the tip of the guide catheter. The stent delivery system was unable to be advanced or withdrawn. Everything was removed as a unit, the vessel was rewired and the procedure was completed with a different stent. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.